Event description:
Same case as: 2134265-2014-07224 and 2134265-2014-07223. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize an unspecified vessel. During performing pullback, the numbers displayed on the monitor changed; however, the sled failed to move. Hence, automatic pullback failed. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).